Manufacturer narrative:
The autopulse platform (s/n (B)(4)) was returned to zoll (B)(4) for evaluation on (B)(4) 2016. The investigation is as follows: device history record (DHR) was reviewed and no previous related complaints were reported for this autopulse platform (s/n (B)(4)). A visual inspection of the returned autopulse platform was performed and found no physical damage to the platform. A review of the archive was performed and showed user advisory (ua) 45 (not at "home" position after power-on/restart) to have occurred on (B)(6) 2016, thus confirming the reported complaint. Functional testing could not be performed due to a ua 45 error message that displayed upon powering on the platform, thus confirming the reported complaint. It was determined that the ua 45 was due to the encoder shaft was one revolution off the home position. In summary, the reported complaint of user advisory 45 code was confirmed during archive data review and functional testing. To remedy the ua45 fault, the driveshaft was rotated to the "home" position. The platform passed all final functional testing criteria. Per the autopulse® resuscitation system model 100 user guide (pn: 12555-001), if the driveshaft is not at its home position when the autopulse is powered on, a user advisory (45) will occur. This user advisory will persist until the driveshaft is returned to its home position.

Event description:
It was reported that during a shift check the autopulse platform (s/n (B)(4)) displayed a user advisory (ua) 45 (not at "home" position after power-on/restart). The user was able clear the ua 45, however it reappeared continuously. No additional information was provided.